Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months.  It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient passed away at home on (B)(6) 2017. The patient was found unresponsive, collapsed in the hallway and paramedics were called. According to family and the emergency medical services (ems) company, they worked on the patient for 45 minutes but were unable to resuscitate him. He was pronounced in the field. The ems operator reported that the "lights were on and green." No alarms were reported for this event. No additional information was provided.

Manufacturer narrative:
Additional information. The pump was not explanted and was not available for investigation; however, the system controller was returned for evaluation. The log file could not be retrieved. The evaluation of the system controller revealed a damaged drive circuitry component on the main printed circuit board. The damage sustained to the drive circuitry is consistent with an over current condition (i.e. Increased pump power consumption and/or if a compromised percutaneous lead (driveline) is connected to the device). The power cables passed insulation testing, which indicated no shorted condition that could potentially be related to the damage component. The root cause that contributed to the over current damage could not be determine during the analysis. It was reported that the green (pump running) icon was on when the ems personnel were resuscitating the patient, indicating that lvad support was ongoing and no alarms were sounding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.